Manufacturer narrative:
The device is not available for evaluation due to being discarded. A lot number was provided. A device history lot number review is pending. B3 event date: 1/1/2026 was used as a place holder due to unknown date the event occurred.

Event description:
The event occurred on an unspecified date and involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap, 10 units where it was reported the device "randomly" disconnects between the tubing and the trocar during chemotherapy infusion. There is patient involvement, but no harm reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device histroy review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received stating that the patient was not connected to the device at the time of the event. There was no need for medical intervention. The drug used is caelyx- pegylated liposomal doxorubicin. There was a delay in therapy: the time needed to prepare a new bag. There was no harm reported as a consequence of this event.